Event description:
It was reported that the latex-free purewick female external catheter and latex-containing purewick female external catheter were almost identical. The only identifier was on the outer package and once it was opened, the user could not tell the difference. This was a safety concern for caring for patients with latex allergies.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "incorrect/ missing translation; missing instructions; vendor/printer error". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs." "Precautions: not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter ¿ experiencing skin irritation or breakdown at the site". " recommendations: ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the latex-free purewick female external catheter and latex-containing purewick female external catheter were almost identical. The only identifier was on the outer package and once it was opened, the user could not tell the difference. This was a safety concern for caring for patients with latex allergies.